Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient's father that the patient had been implanted in early (B)(6) 2016 and had experienced an extruding lead body near the generator by the chest incision. It was noted the extrusion was caused by the patient digging out the lead. The surgeon decided to fully explant the vns system and allow the patient to heal as he thought the patient was already infected or would be infected eventually. The explant occurred on (B)(6) 2016. The dhrs for both the lead and the generator were reviewed confirmed sterilization prior to distribution.